Event description:
It was reported that bd emerald¿ syringes are allowing fluid to flow too freely. The following information was provided by the initial reporter: we are receiving several complaints regarding the bd emerald syringes which we purchase from you. Customers are stating that the syringes are allowing fluid to flow too freely and are not up to the standard of the plastipak syringes. This is causing a loss of business as customers are cancelling orders and returning stock to us. The syringes are being used to glue acrylic lettering to fragrance units and the syringes hold pk1 glue. The customer has previously used the plastipak syringes.

Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 307736 lot 1710390 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. There could be a difference between emerald and other 3pc syringes like bd plastipak related to the force required to initially move the plunger (breakout force) and force necessary to maintain an even flow of fluid out of the syringe (sustaining force). The improved gliding performance in emerald vs plastipak may reduce hand fatigue but could be attributing to the change in ¿feel¿ you are experiencing between emerald syringes and other devices. Users who are unfamiliar with the improved gliding force of emerald may note a sudden bolus of fluid movement prior to stabilizing in various procedures including blood collection and small volume blood sampling procedures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringes are allowing fluid to flow too freely. The following information was provided by the initial reporter: we are receiving several complaints regarding the bd emerald syringes which we purchase from you. Customers are stating that the syringes are allowing fluid to flow too freely and are not up to the standard of the plastipak syringes. This is causing a loss of business as customers are cancelling orders and returning stock to us. The syringes are being used to glue acrylic lettering to fragrance units and the syringes hold pk1 glue. The customer has previously used the plastipak syringes.